Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR" was confirmed based on the review of the archive data and during functional testing. The apvision software was used to clear the system error message. However, as a precautionary measure, the processor board was replaced as there may have had some intermittent issue that could not be directly identified during the functional testing. The autopulse platform was manufactured in 2015 and is 8 years old, past the expected service life of 5 years. Visual inspection of the returned platform was performed, and no physical damage was observed. The power distribution board revision was up to date and the brake gap was within specification. The archive data review showed the occurrence of system error - 132 (internal watchdog timeout), thus confirming the reported complaint. Unrelated to the reported complaint, several fault 41 (patient temperature sensor failure) were observed. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, thus, confirming the reported complaint. The apvision software was used to clear the system error message. The processor board was replaced as a precautionary measure. The fault 41 observed in the archive was not reproduced. However, the temperature sensor was proactively replaced, as the sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse with serial number (B)(6).

Event description:
During shift check, the autopulse platform (sn (B)(6)) displayed "system error, out of service, revert to manual CPR." No patient involvement.